Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported three failed axsym rubella lgg calibrators, where error code 1048 (calibration check failure, calibrators a/b ratio too high) was generated. Another failed attempted calibration was performed with a different calibrator lot where error code 1111 (calibration check failure, master calibrator 1, result too high) was generated. The customer was sent another lot of reagent and abbott requested faxes of the calibration data for evaluation. The customer reported the axsym probes were recently replaced. Upon follow up with the customer after new lot of rubella reagent was sent, the customer reported everything had returned to normal. Additionally the customer reported there was no impact to patient management.